Event description:
Procedure type: sleeve gastrectomy. Surgeon had (B)(4) reloads bunch up during the firing. Proximal traction was applied during the firings and the reload was not repositioned after clamping. There was some serosal tearing and tissue loss due to the 2 reloads not firing properly. The staples appeared to be malformed. The surgeon used an (B)(4) to complete the sleeve. Operating room time was not extended and there was no excess blood loss.

Manufacturer narrative:
(B)(4).